Event description:
One patient sample with discrepant calcium results. Initial result 13.6 mg/dl. Same sample repeated 5 times gave results of 9.1, 9.3, 9.2, 9.6, and 9.2 mg/dl. Initial result was not reported. The field service representative was unable to determine a cause for the discrepancy, however, noted a gel like substance under the sample probe driers. The driers were cleaned. Performance check tests were performed and within specification.